Manufacturer narrative:
No additional info is available. Cannot be determined because, the part and lot number is not known. Device has not been and is not anticipated to be returned for investigation. No product, facility or pt info is known. No contact info is available for the surgeon. No conclusions can be drawn.

Event description:
As per third party report, a proximal humerus plate was explanted after screws were found to be backing out into the soft tissue.